Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (electrode belt does not communicate with monitor) has been confirmed. As received, the belt failed incoming functionality testing. The cause for the failure was an open yellow (pgnd) wire in the trunk cable. The root cause of the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported the electrode belt does not communicate with the monitor.